Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record reviewed. The medical record alleges that an unknown port was placed and later on the discharge diagnosis which include the patient had a history of important catheter placement which was currently not functioning and was scheduled for revision or repair approximately a week later and just it's the showed the right sided port and catheter was in good place, at the end of the month and port injection was performed and the catheter was flushed but there was no blood return. The catheter was in right internal jugular vein and the tip was in superior vena cava. The reservoir was accessed and contrasts was injected. The examination demonstrated a distal tip catheter filling defect consistent with the fibrin sheet and small thrombus. On the same day the port and catheter exchange was performed with the help of ultrasound guidance micropuncture access to the right common femoral vein was performed and then the gateway was advanced into the superior vena cava with five french catheter was exchanged for a snare device. Multiple atoms to snare the distal aspect of the catheter fibrin she stripping was performed without success. Decision was made to abort the effort at the fibrin sheet stripping and proceed the port and catheter replacement. The skin overlying the existing port was prepared and wrapped in the usual sterile manner in which a transverse insertion was made over this port and the port was then freed from the chest wall using a blunt dissection, the entire port and catheter assembly was removed under fluoroscopic guidance and they missed attention was turned towards the placement of newport catheter under ultrasound and fluoroscopic guidance. With the help of ultrasound guidance micropuncture access was made to the right internal jugular vein and a guide wire was advanced into the inferior vena cava where the newport was placed in the port packet and tunneled to the new internal jugular vein access site. Then the appeal away sheath was then advanced over the guidewire into the superior vena cava, the catheter was then cut to the length and delivered through the peel away sheath. Then the peel away was removed and the catheter tip was lift near to the cavoatrial junction. Then the packet was closed and the patient tolerated the procedural well. Approximately 2 months later an apparent filling defect within yeah subsegmental branch of the left lower lobe. A small pulmonary embolus cannot be completely excluded. Yeah month later the port was checked for the performance however the intact port and catheter with the tip in the region of superior vena cava in which the fibrin sheet at the tip was preclude blood draws but maybe used for infusion. Approximately 2 weeks later a transverse insertion was made and the power and the catheter was removed by a blunt dissection and a new placement of newport was performed with the help of ultrasound a pattern right internal jugular vein after the ultrasound interrogation and local anesthesia of the right neck region, real time ultrasound guidance was utilized to access the patients right internal jugular vein and the subcutaneous packet was formed along the right upper chest by making a transverse insertion long enough to accommodate the portrait the wire informing the packet claudel to the insertion by that blunt dissection. A peel away sheath was placed at the ventomy site, the catheter was advanced through a tunnel to the site and introduced into the central venous system via the sheet, the catheter was trimmed to the length and attach it to the port and flushed with the saline. The reservoir was inserted into the packet and secured and the patient tolerated the procedural will with no evidence of immediate complication. Two days later of newport placement and its ray of chest revealed right sided port appreciated with associated catheter terminating at the superior vena cava right atrial junction. Approximately 2 months later there was a righteous sport 10 catheter in place and the insertion site was not inflamed and the patient was receiving the IV fluid through the port and catheter. A month later radiologic finding reveals right lower lobe and left upper lobe pulmonary emboli. Left upper lobe pulmonary embolus appears chronic and the right lower lobe pulmonary emboli could be acute and subacute or chronic. Approximately eight months later and chest x-ray showed right subclavian port and catheter was unchanged in position. The submitted medical records confirms the evidence of suction issue, fibrin sheath formation and the investigation was also confirmed for the reported device malfunction. Additionally, it can be confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement via the right internal jugular vein, the port was not functioning and there was allegedly no blood return. It was further reported that the patient allegedly experienced formation of fibrin sheath and small thrombus was revealed under imaging. Reportedly, the defective port was removed from the patient and replaced with a new port. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post a port placement via the right internal jugular vein, the port was not functioning and there was allegedly no blood return. It was further reported that the patient allegedly experienced formation of fibrin sheath and small thrombus was revealed under imaging. Reportedly, the defective port was removed from the patient and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.